Event description:
The third party service representative evaluated the device and reported that the customer device intermittently fails to power on. There was no patient use associated with the event.

Manufacturer narrative:
Further investigation was performed and it was found that the customer is powering their devices in the ambulance using an ac power adapter with an extension cable, which is powered from a dc power inverter. The operating instructions for this device has the following warning regarding the use of the ac power adapter with a dc power inverter: ¿physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.¿ physio-control is working with the local contract service agent and the customer to modify the system configuration for their lifepak 15's (lp15) in an effort to resolve the intermittent problems they have experienced. It is recommended that the devices be powered only by battery, with spare batteries and battery charger on each ambulance. After another follow-up with the customer, it was determined that they are currently in the process of replacing all of their ac power adapters with lp15 redi chargers and batteries. With the replacements placed into service currently, no further power related issues have been reported.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the third party service provider/customer. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.